Event description:
Doctor was at bedside for synchronized cardioversion, pads placed on right side of chest and left flank. When patient shocked, pad on right side of the chest had a spark and smell of smoke. Pads immediately removed from chest. Small abrasions noted on chest. Possible burn wounds from pad. FDA safety report ID# (B)(4).